Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that patient was hospitalized due to high blood glucose on (B)(6) 2024. Patient has been hospitalized for one night and given intravenous insulin infusion to address the high blood glucose. The blood glucose level reported during the event was 470 mg/dl. No further information available.

Manufacturer narrative:
Patient city: (B)(4). Patient country: (B)(4).